Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had a history of low out of range pacing impedance measurements less than 200 ohms. A lead insulation issue was suspected, however, was not confirmed. Additionally, the ICD and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp). Out of range measurements and noise were unable to be recreated. An invasive procedure was performed. The ra and rv leads were surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.